Event description:
It was reported in a service report the brakes were not holding and the right siderail would not lock in the upright position. No pt involvement or adverse consequences are reported.